Event description:
A report was received of an endosseous dental implant which was explanteddue to inadequate osteointegration. The pt developed a peri-implantitis four months post-operatively. A heavy bite was noted.